Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the system completely shut down. While the caller was troubleshooting an unrelated issue with a third party representative, all operating rooms with da vinci systems had lost power. After completing troubleshooting, the caller walked to another operating room and found that the staff opted to complete the case laparoscopically. The customer did not use an instrument release kit (irk) to remove instruments from the patient side cart (psc). No troubleshooting was performed with intuitive surgical, inc. (Isi) technical support engineer (tse). System logs were unavailable at the time of the call. The customer completed the case laparoscopically. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The reported issue was addressed with phone support. No troubleshooting was performed with intuitive surgical, inc. (Isi) technical support engineer (tse). An isi field service engineer (fse) followed up with the customer and was informed that the issue was facility-related. Several outlets did not have power and the systems were not powering on. The site was undergoing construction and electricians were on site to resolve the issue. The no site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. An attempted to review the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support, however, system logs were unavailable at the time of the call.. This complaint is being reported due to the following conclusion: the customer converted to laparoscopic procedure due to system shut down that was caused by facility-related and site construction. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.